Event description:
Customer complained that the bed exit alarm was not functioning.

Manufacturer narrative:
The technician determined that one of the pins on the four pin tape switch connector was not seated properly. The technician reseated this and the bed exit functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This report will continue until we are current.